Manufacturer narrative:
(B)(4). According to the fcr, the patient has an in-clinic appointment and a device replacement procedure will be scheduled. This event will be updated if additional information becomes available.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services on (B)(6) 2018. The fcr reported that upon interrogation of this device a red screen and error code bd was displayed on the programmer. The technical service's consultant was informed that the battery status is in the 'yellow' which indicates elective replacement indicator (eri). However, there is no date or time stamp. The technical service's consultant recommended that data should be saved to an sd card and analysis performed to determine if the bd error was falsely triggered. Stored data was received and the results of engineering analysis determined that the bd error was valid. This subcutaneous implantable cardioverter defibrillator (s-ICD) has rapidly depleted below the eri voltage limit. The root cause of the depletion is unknown at this time. The technical service's consultant recommended device replacement.

Manufacturer narrative:
(B)(4). Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The device was explanted and replaced with an emblem model#a219 device. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. High powered microscopic visual inspection of the lead barrel and header of the device noted no irregularities to contribute to the allegation from the field. The seal plug and set screw functioned normally. Analysis of the device memory confirmed a battery depletion error had occurred on (B)(6) 2018. The device reached elective replacement indicator (eri) on (B)(6) 2018 and end-of-life (eol) on (B)(6) 2018. The device was put through and failed automated returned products testing as a result of the depleted condition of the batteries. Detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
Boston scientific received information from the fcr that this patient has been scheduled for device replacement.